Manufacturer narrative:
The reported complaint of a suspected icy catheter (lot # 196374) leak was confirmed during functional testing. A pinhole leak was observed in the middle of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. A visual examination of the returned catheter was performed, and no physical damage was found on the catheter. Blood residue was observed in the balloons and luered tubings. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed 3 cm away from the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for icy catheter with lot number 196374. .

Event description:
During ivtm therapy, the icy catheter (lot# 196374) was placed in the left femoral vein smoothly after the first attempt. After less than an hour, the customer observed the saline bag nearly emptied. No saline leak was observed on the thermogard console, patient bed, or floor. No blood was noted in the tubing. The customer was asked to remove the catheter due to a suspected leak and the infusion of approximately 200 ml of saline fluid. The customer followed the instructions of the zoll tech support person and had the icy catheter removed without testing. A new icy catheter was placed to continue the therapy. No consequences or impact to the patient.